Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 292 mg/dl and a bolus via the pump was delivered to address the high bg. The customer did not know what caused the high bg. A pump system check was performed and no device issues were identified. The customer thought the infusion set site may have been located in scar tissue. The customer successfully inserted a new site.